Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-52 lead, implanted (B)(6) 2002. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for short interval counts (sic) and non-sustained tachycardia episodes. The electrogram noted noise and intermittent oversensing. The lead remains in use. No patient complications have been reported as a result of this event.